Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented during follow-up. Device interrogation revealed external interference on the av and rv leads. The patient did not experience any symptoms and was unaware what could have caused it. Programming changes were made. The patient was stable.